Manufacturer narrative:
On june 23, 2021, mentor became aware after clinical/secondary review that under the previous initial submission left side breast mass was reported instead of breast abscess. It has been corrected on this form under field h6 clinical code. Also, reason for explant is updated below. Reason for device explant and/or reoperation: left breast abscess. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4). H6 clinical code and h10 manufacturer narrative.

Manufacturer narrative:
Per additional information received and reviewed by the clinician, patient also experienced left side capsular contracture; baker grade IV in addition to breast abscess. Adverse event number 3. Baker IV capsular contracture, (left side, implant serial number: (B)(6)). On (B)(6) 2018, the presented with left-sided baker IV capsular contracture, which required a secondary procedure. Reason for device explant and/or reoperation: left capsular contracture; baker grade IV, and breast abscess this supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on september 16, 2024, and reviewed by the clinician, patient also experienced left side wound infection. Clinical code wound infection has been added under field h6 on this form. Left side capsular contracture bg IV was already addressed under manufacturer report number 1645337-2021-06255. Complete UDI information has been added under field d4 on this form. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast mass. Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the mnt-men-15-003 clinical trial, participant (B)(6) . It was reported that a caucasian female patient underwent breast reconstruction surgery with 555cc mentor memoryshape breast implant on the left side, and with 170cc mentor memorygel breast implant on the right side on (B)(6) , 2017 and experienced breast abscess on the left side, and asymmetry on her right side, which required mastopexy. The left side device was explanted, and replaced with unknown gel device on (B)(6) , 2017. At the time of this report, mentor has received no information regarding explantation or an expected explantation date for the right side. This medwatch report is for the patient¿s left-sided device.